Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an hematoma on their pocket location. A revision was performed and this electrode remains in service. No additional adverse patient effects were reported.